Manufacturer narrative:
Service was dispatched to replace the cpu and wheel assemblies. If required service will also check and/or perform a full wheel alignment, which is required for proper operation of the device. A report on field service activity (sar) and a device checkout record (fcr) will be forwarded to the complaint handling unit (chu) per standard operating procedure. As of this date, the user has not reported any recurrence of the described event since the completion of the service activity. Any replaced parts (i.e. Cpu and/or wheel assembly) will be evaluated once returned to the mfg. Location to confirm or deny the reported issue, and the results of this review will be forwarded to the chu for inclusion in complaint records, and for further follow-up activities, if required.

Event description:
A user reported that his device is powering off. User stated that the left wheel of the device was not engaging while ongoing backwards, and it spins in an uncontrolled manner if a tight turn is made. It has been reported that the user sustained minor injury as a result of the uncontrolled motion, when he was thrown from the device and landed on his wrist. User reported that his wrist is sore and he sustained some minor bruises and scrapes on his face and arm. While a minor injury was reported as a result of this event. If this event were to recur, there is a potential to cause serious injury to the user.